Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: fg emerge mr, us 2.00mm x 12mm was returned for analysis. A visual and tactile inspection of the hypotube shaft identified no issues. A visual and tactile inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink just proximal to the port exchange, and a microscopic examination did not identify any shaft hole or perforation along the length of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. A wire insertion test was performed on the device. The device could be loaded and tracked over a 0.014-inch guidewire without issue. As a shaft hole was reported, functional testing was performed. The device was attached to an encore inflation unit, and the balloon was inflated to the rated burst pressure (rbp) of 14 atmospheres (atm) successfully without issue.

Event description:
It was reported that shaft hole occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, an unknown wire failed to exit through the receiving port as intended. Instead, the wire exited the catheter shaft just distal to the balloon. Subsequently, a hole was observed on the side of the shaft, proximal to the receiving port. The procedure was completed with a different device, and no patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft hole occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, during the procedure, an unknown wire failed to exit through the receiving port as intended. Instead, the wire exited the catheter shaft just distal to the balloon. Subsequently, a hole was observed on the side of the shaft, proximal to the receiving port. The procedure was completed with a different device, and no patient complications were reported.